Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hip pain") and malaise ("sickness"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the back pain, arthralgia and malaise had resolved. The reporter considered arthralgia, back pain, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('back pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and malaise ("sickness"). The patient was treated with surgery (e free). Essure was removed. At the time of the report, the back pain, arthralgia and malaise had resolved. The reporter considered arthralgia, back pain and malaise to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case, all the information from the deletion case (B)(4) were transferred including references and source documents. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), arthralgia ("hip pain") and malaise ("sickness"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the back pain, arthralgia and malaise had resolved. The reporter considered arthralgia, back pain, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.